Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was having symptoms of dizziness and was admitted to the hospital. Device evaluation noted noise and oversensing on the right ventricular (rv) channel. Additionally, threshold measurements were elevated on the left ventricular (lv) channel. It was noted that the leads been intentionally switched in the device header due to the reported clinical observations. A revision procedure was performed and this device was removed from service and replaced. No additional adverse patient effects were reported.